Event description:
It was reported that an ilet pump did not charge when placed on the charging dock, and a replacement charger was shipped to the user. Customer care provided support that included charger replacement logistics. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. No clinical symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.